Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 60mm in diameter thoracic aneurysm and 100mm in length thoracic aorta dissection. It was reported that during extubation the physician noticed blood in the patient¿s airway. A bronchial scope revealed blood in the lower lobe of the left lung. Epi was consistently administered to the site of the bleed and the bleeding stopped. Per the physician¿s statement the cause of bleeding is unknown and the physician was not able to confirm that it was device or procedure related. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).